Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00730. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 6 months. A direct correlation between heartmate 3 lvas, serial number (B)(4), and the report of gi bleeding and low flow alarms could not be conclusively established through this evaluation. The submitted controller event log file contains data from 06:31:39 am through 08:33:44 am on (B)(6) 2018. Calculated flow ranged between 3.4 and 4.5 lpm. Of note, 125 pi events were captured throughout the data, which comprised the majority of the log file. The pump appeared to have operated as intended throughout the duration of the data. No low flow alarms were noted in the submitted log files. There were no signs or symptoms of bleeding, but given the patient¿s history, it was probable that this was a gi bleed which hopefully resolved with the stopping of heparin. It was noted that no workup would be performed to verify this. There was discussion of the patient going home with hospice or palliative care. The event reportedly resolved on (B)(6) 2018. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. In addition, this IFU explains all system alarms, including the low flow hazard alarm, and the recommended actions associated with them. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit, which is accompanied by a reduced pump flow. The heartmate 3 lvas patient handbook instructs the patient that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the morning of (B)(6) 2018 the patient had a low blood sugar when the ambulance had arrived and was admitted to the emergency room due to lvad low flows, failure to thrive, and had a suspected gastrointestinal (gi) bleed. Upon arrival, lvad interrogation showed low flow alarms with flow at 2.6 lpm. Hemoglobin was stable and the low flow cause was reported as dehydration. The patient did not appear to be in distress and was recently discharged on (B)(6) 2018 post dysphagia diagnosis. The patient had a low inr and in the emergency department was provided a bolus of heparin and started on a heparin infusion. However, the patient was off of all anticoagulation due to multiple recurrent gi bleeds. Heparin ran approximately 1 hour, with the bolus and infusion providing a total of approximately 4982 units. The patient was kept for work up due to failure to thrive and to monitor for bleeding. Hemoglobin & hematocrit (h&h) dropped from 10.0 g/dl & 29.0% on (B)(6) 2018 to 8.5 g/dl on (B)(6) 2018. The patient was transfused 2 units of packed red blood cells on (B)(6) 2018 and on (B)(6) 2018. H&h was 10.3g/dl & 30.4% and remained stable later that day. There were no signs or symptoms of bleeding, but due to the patient¿s history, it was reported as probable gi bleed that resolved with stopping of heparin on (B)(6) 2018. No work up was completed to confirm. The patient remained hospitalized pending discussion of discharge home with hospice care or palliative care. It was reported that the patient felt that quality of life did not warrant aggressive methods of sustaining.